Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A different device was returned than was originally reported. Visual inspection noted of the returned product noted seven needles and seven sutures. The needles were returned attached to the sutures. Five sutures broke upon removal from their retainers. Two sutures were returned broken. The sutures broke 1 7/8, 3 3/4, 11 3/8, 12 3/4, 16, 16 3/8, and 16 5/8 inches from the needle attachment point. Visual inspection noted of the representative sample: inspection of the breathable pouch noted no breaches or damage. The needle were properly parked in the retainer. Inspection of the retainer noted the suture was properly wound and no damage to the retainer. A tactile and microscopic inspection of the suture was performed with no abnormalities. The foil pouch was inspected and identified no signs of damage or abnormalities. Functional testing found on the representative sample noted that the suture was removed from the retainers without any difficulty. A simple knot was performed on the suture and the knot was pulled tight. The suture broke easily upon tying the knot. As the product from the opened sample was returned open, a tensile strength test could not be performed. The tensile streng th of absorbable sutures may be affected by degradation of the suture and/or damage during use after the product has been opened and may impact the validity of any test results. It was reported that when the doctor opened the package and gently pulled the suture, the suture broke. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. The instructions included with this device provide the following guidance: ¿progressive loss of tensile strength and eventual absorption of the absorbable sutures occurs by means of hydrolysis.¿ this loss is triggered when exposed to the environment or clinical application. Damage during use may result in inadequate sample length to perform testing and/or deformation of the suture contributing to a loss in tensile strength. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after a tooth extraction, a synthetic absorbable surgical suture was used for wound closure; when the doctor opened the package and gently pulled the suture, it broke. Another brand of suture was immediately used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36, (lot#: d3m2607fy); sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36, (lot#: d3m2607fy); sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36, (lot#: d4a3430fy); sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36, (lot#: d4a3430fy); sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36, (lot#: d4a3430fy); sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36, (lot#: d4a3430fy); sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36, (lot#: d4a3430fy); sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36, (lot#: d4a3430fy); sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36, (lot#: d4a3430fy); sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36, (lot#: d4a3430fy); sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36, (lot#: d4a3430fy); sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36, (lot#: d4a3430fy); sl-5687, sl-5687 polysorb* 5-0 und 45cm p13 x36, (lot#: d4a3430fy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.